Manufacturer narrative:
(B)(4).

Event description:
Initially this event was reported as a reportable malfunction. Upon further review, it was determined that this event was actually a non-reportable malfunction that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a sensor that deployed on its own. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.